Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : blood glucose (bg) started rising on (B)(6) 2013 and would not come down. By (B)(6) 2013 she was feeling very sick and went to the hospital with bg of 600 mg/d,l where she was treated with IV fluids and insulin. She had changed her site during this time and bg would not come down. Reporter states that the vial of insulin did look cloudy. She filled her pump with a different vial of insulin while at the hospital and had the pump on for a few hours and her bg went from 250 to 267 mg/dl while on the pump so she discontinued pump therapy. Patient alleges the pump is not working. Patient was discharge around (B)(6) 2013, she is not certain of that date. Customer support (cs) confirmed patient is using an alternate form of insulin delivery at this time and will continue until the replacement pump arrives. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following results: a review of the pump¿s history showed that the last basal and last bolus deliveries were on (B)(6) 2013. On (B)(6) 2013 at 01:15, an occlusion due to high force was recorded. The pump was then manually suspended at that time and then manually resumed at 12:24 on (B)(6) 2013. Deliveries resumed at 12:32. On (B)(6) 2013 at 10:33 an occlusion due to high force was recorded; deliveries then resumed at 13:51. The history showed only typical usage alarms. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. No alarms occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.